Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was inspected on (B)(6) 2019. According to the complainant, it was noted that the seal silver tape was not affixed in to the plastic packaging. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: the initial reporter address is (B)(6). Block h6: problem code 1444 captures the reportable event of packaging seal compromised. Block h10 (product investigation): a 10mm round cold snare was received for analysis. Visual evaluation of the returned device revealed that it was received inside an unknown plastic bag. The box package was visually inspected and no defects or issues were found. According to the procedure 90193572, snares packaging, bsc, cm, the product was correctly packed and no issues were identified and the outer plastic bag is not part of the final product. Since the customer returned the original box (un-opened) with an unknown plastic bag, it is most probable that issue reported by the costumer is traced to the inappropriate transport or storage of the devices involved. Additionally, during the manufacturing process the units are inspected in order to avoid the failures and the package integrity. However, there is no control in how devices are handled in the field. It's important to mention that the package integrity was not compromised. A risk review of the cold snare was completed using 90122972, polypectomy snares risk management workbook, bsc, and confirmed that the event of packaging damaged was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Based on the information available and the analysis performed, the most probable root cause for this problem is cause traced to trasport/storage. A review of the device history record (DHR) wa performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
The initial reporter address is (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was inspected on (B)(6) 2019. According to the complainant, it was noted that the seal silver tape was not affixed in to the plastic packaging. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.